Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported that a patient's left eye exhibited no refractive change after three light adjustment procedures. Subsequent examination identified that the light adjustable lens (lal) was implanted backwards. No further information is available at this time.